Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated.